Event description:
On (B)(6) 2012 the reporter contacted animas to report the pump had intermittent power and self-rebooted. The patient noted the battery compartment was cracked and the battery cap threads were stripped. The patient was unable to securely tighten the battery cap. On an unspecified date, the patient obtained the blood glucose reading of 380 mg/dl and he experienced the symptoms of "not feeling well" and thirst. The patient corrected his blood glucose level using a bolus dose of insulin via the pump. He did not seek any medical attention. Troubleshooting revealed the pump had not been exposed to moisture, and that the patient had not ever replaced the battery cap. The manufacturer recommends the battery cap be replaced every six months. The patient did not suffer an adverse event due to the reported pump. The patient's blood glucose level and symptoms were not indicative of severe injury as defined by animas, and he denied seeking medical attention. However, as the pump power issue was not resolved, this complaint is being reported.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the threads on the returned battery cap were found to be stripped. The battery cap is unable to secure to the returned pump or a test pump. The power on resets were observed in the black box. Visible inspection of the pump shows a battery compartment crack that extends from the threads to case seal. The threads on the returned battery cap were observed to be stripped. The returned battery cap was unable to maintain an electrical connection, power loss and reboots were duplicated with the returned battery cap. The pump was exercised for 24 hours with test battery cap, no power issues occurred during testing with the test cap. The display screen has a faded pinkish contrast when powering to the verify screen.